Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that the AED had been chirping since august and that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.